Event description:
A customer observed patient sample results associated with the wrong patient demographics on the eci analyzer. No erroneous results were reported. Mis-association of patient demographics and results may lead to inappropriate physician action. There was no report of patient harm.

Manufacturer narrative:
The investigation of this event showed that sample programming (demographics and test requests) was downloaded from the lis to the vitros analyzer for a single patient sample. Prior to the completing the processing of that sample, the user manually edited the sample demographics. This scenario results is mismatched sample ID and patient demographics. User error was the root cause of this event.